Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Functional check was performed and the reported issue was able to be duplicated. The pump was found to be "double beeping" after power up during the investigation. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No reported adverse effects.